Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator pocket was infected and the device had eroded through the skin. The system was explanted. The patient was stable following procedure.